Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -5.0/+0.5/000 into the patient's left eye (os) on (B)(6) 2022. In a separate surgery that day the lens was explanted due to excessive vault. The lens was later replaced with a shorter length lens on (B)(6) 2022 and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: d4: unique identifier: (B)(4). D9: device available for evaluation? Yes. Returned: 21-oct-2022. Claim#: (B)(4).